Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "rejecting" the cartridges and customer had to let pump battery deplete before a new cartridge could be loaded. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot.